Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having infection; the surgeon is removing all implants and inserting an antibiotic spacer for now.